Manufacturer narrative:
The customer reported complaints that the display screen of the autopulse platform (sn (B)(6)) is blank and of a clicking sound upon power up were confirmed during functional testing. The root cause for the reported complaints was a failure of the processor board. The data archive could not be retrieved. The initial functional test couldn't be conducted due to the blank screen and continuous clicking noise, confirming the reported complaint. The processor pca assembly was replaced to remedy the problem. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with the good known test battery for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for the autopulse platform with sn (B)(6).

Event description:
During the shift check, the autopulse platform (sn (B)(6)) lcd screen was noted blank with a line across the screen, and the device made a clicking sound. No patient involvement.